Manufacturer narrative:
Approximate age of device - 1 year, 2 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was hospitalized on (B)(6) 2018 for suspected gastrointestinal (gi) bleeding with anemia, hemoglobin 11.8 g/dl, history of dark stool, and blood during a rectal exam. The patient was on aspirin and warfarin at the time of event. A protonix was administered intravenously. The source of bleeding was not determined. The patient was discharged in stable condition and planned to be monitored. No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.